Event description:
Surgeon reports lens was replaced due to complaints from the patient including; "double vision, a difficult to describe light sensation and the feeling of something out of the corner of her eye when she looked from side to side." The surgeon believes the double vision was due to an induced astigmatism from a prior surgery. At the time of the lens replacement the surgeon reports he placed his incision in a manner which would reduce some of the astigmatism. At 1 day post-operative the patient reported that she no longer experienced flashing light images or double vision.